Event description:
It was reported that in a clinical trial post procedure with the subject flow diverter stent on (B)(6) 2021 the patient developed headache, confusion and aphasia. A CT scan performed was negative. Patient was determined to have a "contrast induced neurotoxicity". Patient was treated with IV fluids and dexamethasone. It was reported that the patient recovered from "contrast induced neurotoxicity" on (B)(6) 2021. The cec member has assessed it to have a possible relationship to study device (subject flow diverter).

Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that in a clinical trial post procedure with the subject flow diverter stent on (B)(6) 2021 the patient developed headache, confusion and aphasia. A CT scan performed was negative. Patient was determined to have a "contrast induced neurotoxicity". Patient was treated with IV fluids and dexamethasone. It was reported that the patient recovered from "contrast induced neurotoxicity" on (B)(6) 2021. The cec member has assessed it to have a possible relationship to study device (subject flow diverter).

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The subject flow diverter stent was implanted successfully without any device deficiencies. Adverse event "headache, confusion and aphasia due to contrast induced toxicity" is possibly related to the study procedure and the study device. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient complications¿ and 'patient headache serious¿, in this complaint.

Event description:
It was reported that in a clinical trial post procedure with the subject flow diverter stent on (B)(6) 2021 the patient developed headache, confusion and aphasia. A CT scan performed was negative. Patient was determined to have a "contrast induced neurotoxicity". Patient was treated with IV fluids and dexamethasone. It was reported that the patient recovered from "contrast induced neurotoxicity" on (B)(6) 2021. The cec member has assessed it to have a possible relationship to study device (subject flow diverter). Additional information received on 8-apr-2024 reported that "contrast induced neurotoxicity" was not related to the study device by imr (independent medical review).

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was the (B)(6) 2021. The procedure was completed in 51min and the study device was implanted successfully without any device deficiencies noted. The device was being used in the treatment of an intracranial aneurysm by flow diversion in the right ica (internal carotid artery)-ophthalmic (c6 segment). There was no surgical delay. It is possible the contrast induced neurotoxicity was related to the study procedure. It is possible the contrast induced neurotoxicity was related to the study device. The ae was not related to dapt. It is possible the contrast induced neurotoxicity was related to an underlying condition or disease. The contrast induced neurotoxicity related was not related to covid-19. The event needs an endpoint adjudication. Additional information received on 8-apr-2023, reported that contrast induced neurotoxicity in the patient was not related to study device by imr (independent medical review). While there are a number of potential causes for the reported issue, because the reported issue is unknown/unclear and the device was not returned, an assignable cause of undeterminable will be assigned to as reported device within specifications. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.